Event description:
It was reported that the patient has experienced gagging and vomiting since vns implant. It was reported that the patient has a feeding tube because she is unable to eat. The device was left programmed off for years up until approximately 2011 when the patient began seeing a new neurologist who programmed the device on. The patient's mother reported that the device has been titrated up every three to six months and she believes that the device is now at 2.5ma output current. The patient's mother reported that the patient is prone to gastrointestinal issues and that she has had a feeding tube since she was eight years old (pre-vns), but that the feeding tube was supplemental up until vns implant when the patient stopped eating solid foods. The patient was given a neurologist's name to follow-up with. The patient's mother would like to have the vns system explanted. No additional relevant information has been received to date. No surgical intervention has been performed to date.

Event description:
On (B)(6) 2014 the surgeon¿s office reported that they have not heard from the patient or the patient¿s physicians regarding any referral for this patient. The surgeon¿s office sated that they haven¿t seen this patient since her surgery back in 2009, so they haven¿t heard anything new. The name of the neurologist that they provided as who the patient was seeing back at that time has since moved and the patient is no longer seeing him.

Event description:
On (B)(6) 2014 the patient¿s mother reported that the patient can no longer eat by mouth, solely depends on a feeding tube, and has lost weight. She also reported that the patient has an almost constant cough. She also stated that the vns does not help her seizures. The patient¿s mother reported that she wants the vns removed.